Manufacturer narrative:
Updated fields: h3, h4, h6, h10. Corrected fields: b3, d9 (device was returned prior to initial submittal), h10. Correction to h10: the results obtained comply and conform according to french regulation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated and no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: a pinhole in the lens glue, a pin hole in the charged coupled device cover, a crack in the distal end cover, corrosion on the distal end, separation in the bending section cover glue, and the up/down/right/left angulations were out of specification. These defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them."   Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 7 colony forming units (cfus) of staphylococcus coagulate negative at 36 degrees celsius were detected. The results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 18 colony forming units (cfus) of enterobacteria/ escherichia coli. Aerobes at 30 degrees celsius at 2,3, and 5 days. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.